Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The original battery was returned to the vendor for further analysis. The vendor found an internal anomaly within the battery which caused the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. The device was explanted.